Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device system presented with a fever and was admitted for evaluation. Upon clinical assessment, the patient was diagnosed with infective endocarditis and provided with both oral and intravenous antibiotics. No additional intervention was required and to date, all system components remain implanted and in service.